Event description:
It was reported that approximately two months after implant the patient was admitted to the hospital and underwent percutaneous cholecystectomy. Blood cultures showed (B)(6) bacteremia. Echocardiogram identified the source as lead vegetation. The implantable cardiac defibrillator (ICD) and lead were explanted. The pocket appeared healthy and vegetation was seen on lead. The patient is enrolled in the improve sudden cardiac arrest (sca) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.